Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional info is available at this time. If additional info is received it will be reported on a supplemental report. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported through an attorney from the pt, as a result of a legal claim, that allegedly the duracon knee implanted on (B)(6) 2001 failed and was removed on (B)(6) 2007."